Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous proximal to mid lad coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to sucessfully complete the procedure. It is noted that resistance was met with insertion of the maverick2 monorail balloon. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "good".